Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) complained he could not feel the stimulation anymore and was experiencing increased pain. During programming of the patient's drg system high impedances were observed, and no stimulation could be obtained. X-ray did not show any lead migration. Surgical intervention may be taken to address the issue.